Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the remote home monitoring equipment displayed a red blinking light. Review of data in the remote home monitoring system noted that this device and right ventricular (rv) lead exhibited chronic high out of range pacing impedance measurements greater than 2,000 ohms beginning at implant. Additionally, occasional noise consistent with myopotential noise was observed, however, the noise was not oversensed. No adverse patient effects were reported. This product remains in service.